Event description:
Boston scientific corporation became aware of an event in which during a left supraclinoid internal carotid artery aneurysm procedure minimal in-stent thrombosis occured, antiplatelet prefix by aggrenox was administered. The pt was treated with systemic integrillin, followed by 12 hour infusion and given plavix post-anesthesia recovery. Asa/plavix for 6 months. The pt was reported in good condition post-procedure status.